Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 244 non-physiologic senses recorded on the atrial lead, suggestive of noise. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had experienced noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: addrl1, implantable pulse generator, 2012-(B)(6); 4285, competitive implantable pacing lead, 1998-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.